Event description:
The hospital reported that during the coronary artery bypass procedure, the seal was deployed partially into the aorta. Due to excessive bleeding, the surgeon completed the procedure with a side biter clamp. No additional pt complications were reported by the hospital.